Manufacturer narrative:
Customer called hill-rom and stated that the red emergency button was missing on the control box. Instructions guide viking m 7en137102 describes the usage of the emergency button. Hill-rom customer support ordered replacement parts for the customer to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from (B)(6) stating that the red emergency stop button came off the control box. The lift was located in the pt room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).